Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors such as age, implant duration, and patient co-morbidities likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a 29mm transcatheter valve was implanted inside a disabled 29mm aortic valve in the aortic position via valve-in-valve procedure. The reason for valve-in-valve intervention is due to aortic bioprosthetic stenosis after an implant duration of thirteen (13) years, ten (10) months, twenty-nine (29) days. It was learned the patient was previously hospitalized due to cardiogenic shock and heart failure. Both devices remain implanted. The patient left the operating room in satisfactory condition. There were no complications reported.